Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 4.2 was failed to close. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failures were present. The customer signed in and attempted to recover the cubie in drawer 4.2. The system prompted whether to delete and unload, but then displayed a requires maintenance message. Testing in hardware test application also failed after opening and closing the drawer. The cubies could not be popped open or popped out. A field service engineer had replaced the retractor band, manually popped out all cubies, and checked for any debris on the mother of all board, but the issue persisted. The field service engineer then troubleshot the issue with the drawer 4.2 not appearing on the bus and identified a faulty cubie that had caused the drawer to go offline. The faulty cubie was replaced, and the unit was rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 4.2 was failed to close. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.